Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was dissatisfied with the device because the distal tips were uneven and he did not like the tenacio pump. Additionally, the pump was difficult to inflate and deflate. A surgical procedure was performed to remove and replace the cylinders, and the tenacio pump was replaced with an ms pump. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.